Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the bags are leaking.

Manufacturer narrative:
Additional information: h2 investigation results: product lot and failure mode trending was reviewed and a trend was not identified for the reported lot number or device failure. The root cause of the confirmed product failure was determined to be related to the rf sealing machine/process. Corrective action was initiated and has been completed. No further action is required at this time and this complaint will be used for trending purposes.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Device evaluation: a review of the device history record revealed the product was released according to all established procedures and qa documentation. The reported devices, quantity of 30, were returned for evaluation. Visual inspection and functional testing were performed. The reported complaint of leak is confirmed as sweating/leaking from the bag was seen during evaluation. A supplemental report will be submitted upon investigation completion.